Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. Elevated blood glucose levels were addressed by correction bolus, and manual insulin injection. Reportedly, on 5/8/24 the customer went to the emergency room and was subsequently admitted into the hospital with a blood glucose (bg) level of 680 mg/dl. The customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on 5/10/24 with no permanent damage. Ultimately. The customer reverted to an alternate form of insulin therapy.